Event description:
It was reported that a peritoneal dialysis (pd) patient was having draining issues due to peritonitis. (Exact event date unknown) the patient was utilizing an acute clinic's cycler at an unspecified clinic. The patient info was not provided and it is unknown if the patient utilizes fresenius products at home. Additional information was requested, however it was not available. There were no reported allegations that the peritonitis was related to any issue with fresenius device or product at the time of this report.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event cannot be firmly established. Currently, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Based on the reported information, the cause of the patient¿s peritonitis cannot be determined. However, peritonitis is a well-documented complication in patients undergoing pd therapy. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was having draining issues due to peritonitis. Additional information was requested, however it was not available. There were no reported allegations that the peritonitis was related to any issue with fresenius device or product at the time of this report.

Event description:
It was reported that a peritoneal dialysis (pd) patient was having draining issues due to peritonitis. Additional information was requested, however it was not available. There were no reported allegations that the peritonitis was related to any issue with fresenius device or product at the time of this report.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.